Event description:
It was reported that while being used on a pt, the platform displayed "system error". There were no user advisory messages. There was no significant delay in pt treatment since manual CPR was initiated immediately. The pt did not survive. Cause of death is unk.

Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.